Event description:
It was reported that the patient had a revision on the asr left hip implant. The reason for the revision is unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, this investigation will be reopened.

Event description:
Reason for revision: alval/soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision to take place (B)(6) 2012. Bilateral patient. Asr xl (left). Reason(s) for revision: unknown. This dint relates to the revision of the left hip. For the right hip revision please see (B)(4). Update: date of revision confirmation received 28 may 2012. Update - received 4 march 2013 - reason for revision. Reason for revision: alval/soft tissue reaction. Update received: 30th may 2014 - added hospital: (B)(6), added surgeon: (B)(6), marked as legal, added (B)(6) reference number, cross referenced, added product: stem, added patient gender, added patient age, added patient date of birth, added patient name and added patient ID (initials).

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.